Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 24-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had their implant performed in (B)(6) 2018. The first implant had never worked correctly like it had in the trial. After they got their staples out, their health care provider (hcp) did an x-ray and found that the implant had come out of the patient about 14 days after implant. It was stated that the implant came out of their spine. A second system was implanted in (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reporting that the ins and lead (patient provided serial number of specific lead) that was originally implanted had already been replaced by a new one. The patient stated that the original devices broke. The patient stated that they did an x-ray and said that something broke. The patient stated that something happened but they were not sure what. Patient registration then transferred the patient to foundation care as they stated their wall charger was lost. Again the patient reported that their whole unit was replaced soon after implantation surgery when the unit ¿failed¿. The patient provided the replacement ins serial number and reported the date of (B)(6) 2018. The patient stated that they ¿had to replace the whole unit as it failed soon after surgery¿. There was a strong suture that wasn¿t suppose to break, but it broke off a part of their spine. They stated they replaced the whole system because it was shocking them in the shoulder. The patient also mentioned shots in their knee and ¿broke down¿ from the stress. No further complications were reported/anticipated.

Event description:
Additional information was received from the patient. They reported that their previous implant broke off their spine and lodged into their shoulder and the implant was completely dislodged. Pt reported this happened two weeks after implant.

Manufacturer narrative:
Continuation of d10: product ID 977c265 lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: 2(B)(6) 2018 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.